Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported artery perforation could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an electrophysiology procedure for ventricular tachycardia the advisor hd grid catheter became entangled and an artery perforation occurred . At the beginning of the case an inquiry catheter was placed in the coronary sinus and a supreme catheter was placed in the right ventricle apex. The advisor hd grid catheter was placed into the left ventricle (lv) via transseptal access. The lv was mapped with the advisor catheter and areas of low voltage and late potential were tagged. Mapping in the lv was also achieved through aortic retrograde access. When ablation was started the advisor catheter was removed however not all tagged points could be reached. Retrograde access was used again but it was not possible to advance the ablation catheter to access the lv. The advisor was inserted again and became stuck in the iliac artery and could no longer be moved. The physician believes while advancing the tacticath se catheter a perforation occurred in the iliac artery. The advisor hd grid catheter was surgically removed during the repair of the iliac artery perforation.